Event description:
In 2003, the user facility informed the manufacturer's sales representative of the following: "non-functioning port", removed and replaced. Additional info was reported, device leaking.